Event description:
Patient was on table receiving treatment, therapist struck motion enable switch before the table was rotated. Gantry struck patient. Gantry was moved by manual motion to free patient. Therapist used collision prevention override switch without monitoring position of patient and gantry.